Event description:
It was reported that over 5 years ago, the patient¿s stimulator had flipped in the pocket and they weren¿t getting any coupling bars during recharging. The patient had undergone a gastric bypass and the stimulator flipped due to the layers of skin. The physician and patient were unknown, thus no follow up could be conducted. The company representative was not exactly sure when she was notified as it took place a long time ago.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. Product ID neu_ptm_prog, serial# unknown, product type programmer, patient. Product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).